Event description:
It was reported that a user contacted support while using the ilet regarding an issue with a dexcom g7 sensor and simultaneously reported elevated blood glucose after a same-day supply change; a separate sensor case was opened because the hyperglycemia could not be linked to a sensor malfunction. Symptoms included hyperglycemia with a reported blood glucose of 309 mg/dl, while the user felt fine. Outcomes included no alerts or alarms, no hospitalization, and no medical intervention requested at the time; the user declined a follow-up and planned to call back if glucose did not decrease. Investigation included troubleshooting and education performed during the call. Investigation of this case revealed no confirmed ilet device malfunction or component failure and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.